Manufacturer narrative:
Additional information was added h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed the broken bag on the draining port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain port of a prismaflex 5l effluent bag was observed to be broken during use, and the bag was "found wet". There was no report of patient injury or medical intervention associated with this event. No additional information is available.